Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a brady alarm did not occur at the piic ix for bed 3403-b on 10jul17 at 10:23, but was heard at the bedside. No patient incident was alleged and/or emergent care provided.